Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
During onsite rounds by bd clinical practice consultant it was reported that a pump module had channel disconnect event. Customer stated it was "long ago" and therefore was unable to provide any additional event details. There was patient involvement but the information on patient impact is unknown.